Event description:
It was reported that, "pt in emergency room reported hip pain an unable to bear weight on 3/23. X-ray showed fracture of medial proximal femur and subsidence of implant."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.